Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26july2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. Customer reports battery charge and battery operation are normal. The customer were advised that the battery was not communicating with the central processing unit (cpu). The pse recommended to check pin alignment and contacts of the battery connector. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the battery date code and lot information were asterisked .the ventilator was not in use on a patient at the time of the event occurred.